Manufacturer narrative:
The insulin pump had alarms in history file due to corrupted history files. Unable to up load using the carelink personal due to corrupted history files. Unable to verify data analysis report anomaly due to download difficult.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the father recently had upload to carelink and showed that the insulin pump had delivered more insulin during basal than what it should have been delivered. The caller stated that the health care provider believes that the device should be replaced. No further information was provided.